Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was relocated from the upper buttocks to the upper abdomen using the same battery for better charging. No device malfunction was suspected. The patient was doing well postoperatively.